Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to an implant procedure found the device had been removed from safety mode 6 months ago for an unknown reason and was not used for implant. Additionally, a high impedance message was recorded. Analysis of device memory noted the device had used all the capacity intended for storage mode and would be unlikely to meet the labeled longevity if it were implanted. Boston scientific technical services (ts) recommended not using the device for implant and returning for full analysis. There was no patient involvement and the device will be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This report is being filed to update the evaluation conclusion code.